Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery was unable to charge and would display a red status light emitting diode (led) when connected to the battery charger. Supplemental testing revealed that a transient voltage suppression (tvs) diode was shorted to ground. The battery was able to charge properly after the diode was removed. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a defective tvs diode or voltage spike that caused the tvs diode to short to ground. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a red light. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.